Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind, prime/fill anomaly and low battery alarm due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to be pressed more than once to accomplish the task. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had unexplained suspend alarms, had to prime or rewind it more than once. It was also reported that the insulin pump had erased settings when the batteries were changed. Also, the insulin pump¿s battery life was diminished. The device will not be returned for analysis.